Event description:
The user facility reported that at the end of a patient procedure the leg section began flexing to the up position without being commanded to do so. A facility employee was able to articulate the table to a level position and no injury was reported to either the patient or the hospital staff.

Manufacturer narrative:
A steris service technician inspected the table and found the override switch assembly was damaged. The technician replaced the override switch assembly, tested the table, and verified it was operating properly. The cause of this event appears to be misuse of the device - i.e., setting/storing objects on the base of the table resulting in damage to the table's electronics, which in extreme cases can cause inadvertent movement of the table. Such misuse is specifically contradicted in the labeling of amsco 3085sp surgical tables and in steris training regarding the device. This type of misuse is the object of a voluntary field correction initiated by steris corporation on (B)(4) 2010 (report # 1043572- 2/17/10-003c) of 3085 sp surgical tables. As part of the field correction, steris developed and is installing a rigid guard on all tables that protects the electronic switch assembly from contact with table components that can become damaged and impinge the switch assembly as a result of items being improperly set or stored on the base of the table. On a previous service visit to this customer, the technician had installed the rigid guard however, following this reported event, it was identified that the guard was installed incorrectly. The table's auxiliary switches were not properly seated behind the rigid guard to protect against impingement. Steris field service management was contacted regarding this event and an alert was distributed to all service technicians reminding them of the need to ensure the auxiliary switches are seated behind the rigid guard. In addition, the service technician performing the installation at this user facility received individual training on the proper installation procedures for the rigid guard. The surgical table is not under steris service contract and is currently maintained and serviced by the facility biomedical department. The steris service technician re-installed the rigid guard and no further issues have been reported with the surgical table since the reported event. Steris offered the user facility in-service training on the proper use, operation and associated warnings of the table however the user facility declined, stating that it was not necessary.